Event description:
Caller reported experiencing intermittent occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Occlusion alarms occurred and a replacement pump was sent to the customer.